Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had experienced low blood glucose less than 20 mg/dl and 35 mg/dl. Customer stated she was watching tv and wasn't aware what was going on. Her spouse called emergency medical services, which arrived and treated. She wasn't taken to the hospital. Customer is not sure what may have caused her to experience the low blood glucose. Customer was treated by the paramedics until her blood glucose was 300 mg/dl. Customer declined troubleshooting for the insulin pump and stated her blood glucose will lower quickly. The customer is not returning the device for analysis.